Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred during use of an m-flex 580f intraocular lens (iol). The event description provided to rayner states that the haptic broke during implantation.

Manufacturer narrative:
The ref (B)(4) was allocated to this event by rayner intraocular lenses limited. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The m-flex 580f iol was explanted and replaced with a back-up lens. The healthcare facility reports that the initial incision size of 2.75 mm was enlarged to 7.0mm to aid explantation and that the patient required sutures. The healthcare professional in correspondence with the distributor confirmed that no further remedial action is required and that the patient is "ok and happy with the result." Within the additional information received from the distributor rayner were advised that the healthcare facility had utilized methylcellulose 2% viscoelastic during surgery. Investigation carried out by rayner shows that a higher insertion force is required when using methylcellulose viscoelastic. Rayner recommends that a sodium hyaluronate based viscoelastic is used with our devices. Rayner received confirmation of the devices return to the distributor on 12/10/2013. The m-flex 580f iol is being returned to rayner for inspection/analysis. The results of our device analysis will be provided in a follow up report. The m-flex 580f iol is not available in the USA; however, is manufactured from the same material and features the same haptics as the c-flex and c-flex aspheric 970c iols which are available in the USA. Our review of production records for the m-flex 580f iol batch 031e20337 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the m-flex 580f iol (march 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the m-flex 580f iol batch 031e20337.